Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -4.0/2.0/003 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. Claim # (B)(4).